Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a the bearing was revised due to dislocation.

Manufacturer narrative:
(B)(4). A review of the complaint identified that tibial component below was not reportable, and therefore moved to an associated product. Subsequently, we are voiding this medwatch report: medical product: oxf uni tib tray sz d lm PMA, catalog #: 154724, lot #: 342130.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf anat brg lt md size 5 PMA, catalog #: 159549, lot #: 561850, medical product: oxf twin-peg cmntd fem md PMA, catalog #: 161469, lot #: 800730, medical product: 1/8 quick rel drl sterile 2pk, catalog #: 32-486265, lot #: 765430, medical product: stryker op rcp 76.0x11.7, catalog #: 277325, lot #: 313706 medical product: stryk_76542k_13x90x.89f, catalog #: 13-0900-89y-f1, lot #: 313261. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00034, 3002806535-2020-00036. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to bearing dislocation was performed.